Event description:
Reportedly, the subject ICD was explanted and the non sorin lead too due to ventricular lead noise events. In addition, damages occurred to the ICD connector part when unscrewing the leads. The ICD will be returned for analysis.

Event description:
Reportedly, the subject ICD was explanted and the non sorin lead too due to ventricular lead noise events. In addition, damages occurred to the ICD connector part when unscrewing the leads. The ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical characteristics were within specifications, the silicone cap showed low adhesion.

Event description:
Reportedly, the subject ICD was explanted and the non sorin lead too due to ventricular lead noise events. In addition, damages occurred to the ICD connector part when unscrewing the leads. The ICD will be returned for analysis.